Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. This brady lead was replaced with a different model and was returned for analysis. No adverse patient effects were reported.